Event description:
Information received indicated the brake casters would swivel when the brakes were activated.

Manufacturer narrative:
The customer stated that they were going to replace the casters to resolve the issue.